Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error 41622. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer issue was duplicated during the investigation as the device alarmed the reported error when testing the motor during the functional test. Root cause of the reported issue is attributed to incorrect assembly during manufacturing as a screw was found stuck between the camshaft and expulsor which prevented the motor from being able to operate. Cleared the blockage, and performed preventive measures. Reviewed the device history record DHR for job (B)(4) which included the reported serial number. There was a loose screw left within the pump by manufacturing during the manufacture of the device, so an email was sent to manufacturing to review this issue with their team). There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. There was no motor issues identified in the device history record DHR, as well. Service history review identified this device has not been in for service previously. Corrected data: d4: correction: catalog number: 21-2127-0104-01, d4: correction: model number: 2120.